Manufacturer narrative:
The patient¿s most recent gastrointestinal (gi) bleed event was reported under medwatch MFR report #2916596-2018-02491. Device evaluation: a correlation between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. Log file evaluation confirmed low flow hazard alarms on (B)(6) 2018 11:13am, (B)(6) 2018 1:13pm, (B)(6) 2018 1:12pm due to the calculated average flow falling below the low flow threshold of 2.5 lpm. A specific cause could not be conclusively determined through this evaluation. No other atypical events were captured. The data showed the device operating as intended. Stroke and bleeding are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The account reported the patient would be monitored going forward. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was not provided any treatment as it could not be determined if the patient¿s symptoms were solely due to possible stroke or another cause. No medication changes were made in response to the stroke. The patient was not taking any anticoagulants due to frequent gastrointestinal (gi) bleeding. On (B)(6) 2018, it was reported that the patient still had altered mental status. The patient was still admitted and being followed to determine cause of continued altered mental status.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had a hemorrhagic stroke. The patient was taken to an outside hospital with altered mental status. CT scan was completed. The patient was transferred to their implanting center, (B)(6). CT scan was repeated. Neurology was consulted with findings of possible small intraparenchymal bleed vs small subarachnoid hemorrhage. (B)(6) was to continue to monitor. The event was reported as ongoing. At the time of the event, the patient was not taking any anticoagulants. The patient was hospitalized for the event.